Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when the surgeon used a barbed suture to suture the wound for the patient, it broke when pulled gently and then broke again after replacing the suture immediately. To resolve the issue, a new suture was used to complete the procedure.